Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b3 h3, h6: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01) gtin is not available.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: song c, deng z, dai h, zheng w, yu g, wu y, luo j, xu j. Comparison of the medium-term outcomes of anterior lumbar discectomy and fusion with minimally invasive transforaminal lumbar interbody fusion: a retrospective cohort study. Orthop surg. 2024 may;16(5):1042-1050. Doi: 10.1111/os.14028. Epub 2024 mar 26. Pmid: 38531809; pmcid: pmc11062870. Objective/methods/study data: the aim of this retrospective cohort study was to provide a standardized technical description of the anterior lumbar discectomy and fusion (aldf) and evaluate the medium-term clinical effectiveness of both aldf and mis-tlif techniques. Between january 2018 to january 2020, a total of 95 patients were included in the study. Consisting of two groups: aldf group (n=47). With 21 male and 26 female with the mean age of 61.4 ± 10.9 while mis-tlif (n=48). And 20 male and 28 female with the mean age of 59.9 ± 11.7. The used of polyetheretherketone (peek) cage (concorde bullet lumbar interbody system, depuy spine, raynham, ma USA) after complete discectomy, direct nerve decompression, and endplate preparation was malleted into the disc space. At 6 months follow up. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: synthes polyetheretherketone (peek) cage. Adverse event(s) and provided interventions possibly associated with unk -cage/spacer: peek (qty 31). 21 case with degenerative stenosis; intervention: not provided. 9 case of segmental instability intervention: not provided. 1 case with dural tear. The intraoperative dural was repaired, and no postoperative cerebrospinal fluid leaking occurred.